Event description:
The customer reports: adenoma of the right colon risk factor: morbid obesity. Right colectomy by laparoscopy with mechanical ileotransverse anastomosis extracorporeal. The following is a peritonitis at day 3 with another intervention. Dialysis acute renale insufficiency. Chronic acute renale insufficiency.

Manufacturer narrative:
(B)(4).